Event description:
It was reported during a post-op check that the right ventricular lead had dislodged. The lead was revised. The patient was noted to be in good condition following the procedure and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).